Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reporte there was no note of vessel calcification. No patient symptoms were reported.

Event description:
Medtronic received information regarding an apollo tip premature detachment. The patient was undergoing a procedure for pre-embolization of a tumor located in the external carotid artery (eca) and middle meningeal artery (mma). Patient's vessel tortuosity was severe. It was reported that the plan was to use onyx for pre-surgical tumor embolization. The devices were prepared as indicated in the instructions for use (IFU). The surgeon was navigating the apollo catheter with the guidewire through severe tortuosity into the very small tumor feeder vessels; additionally, the vessel had some vasospasm and were very narrow. While navigating around a bend, the guidewire looped back on itself and the catheter and wire became entangled. When the apollo catheter was pulled back, the tip detached. Only the distal detachable tip separated/broke off. It was decided to leave the detached apollo tip in place as it was lodged in a distal eca branch tumor feeder vessel and was not expected to cause the patient any problem. It was noted that there was no friction or difficulty and the apollo was not stuck in the guide catheter but the catheter tip was entrapped/stuck and force was applied. The system was removed and the apollo was replaced with a phenom 21 microcatheter and the guidewire was replaced with another brand. It was decided to use particles instead of onyx for embolization and the system was navigated using a difference feeder vessel to complete the embolization. The surgeon considered the cause of the event was likely due to attempting to navigate the catheter and guidewire too far through severely tortuous vessels.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83360) as found condition: the apollo catheter was returned for analysis within a shipping box and a plastic pouch. Damage location details: no damage was found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. However, the distal ~4.0cm of the apollo catheter was found stretched. The apollo catheter distal tip was found detached from the catheter. The detached tip was not returned. Testing/analysis: the ldpe overlap was measured to be 1.4mm, which is within specification. Conclusion: based on the device analysis and the information provided, the customer's report of ¿tip premature detachment¿ was confirmed. However, the customer¿s ¿catheter entrapment/difficult removal¿ report could not be confirmed. Tip detachment can be caused by the detach joint ldpe overlap length being too short, patient vessel tortuosity, incompatible products, advancing the guidewire against resistance, vessel calcification (tip gets caught and dislodges), or repositioning of the catheter while it is in a wedged position or with vessels that are in vasospasm. Possible causes of ¿catheter entrapment/difficult removal¿ include vasospasm, patient vessel tortuosity, or angioarchitecture. In this event, it is likely that the patient¿s severe vessel tortuosity and reported vasospasm contributed to the reported event. However, the cause could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.